Manufacturer narrative:
The subject device has not yet been received for evaluation. If additional information is received this report will be supplemented. This event has been reported by the importer on MDR# 2951238-2020-00359.

Event description:
1 of 2. It was reported that during a routine colonoscopy procedure, the user noticed that the water irrigations appears to be causing a tear in the patient when the scope is in the cecum. The user was using the ofp-2 serial number (B)(4) along with the scope. The user stopped the irrigation, checked the patient to make sure there is no additional bleeding. The procedure was completed using the same equipment with no patient harm or injury reported due to the event. Related complaints: (B)(4).